Event description:
Information was received from a patient who was receiving morphine (concentration unknown, dose 1.85mg/day) via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient felt a little "overmedicated" after using electric welding equipment the day before. It was stated the patient started to feel dizzy even though he had not taken any oral meds. It was stated the patient had been off his fentanyl patch since the implant. It was stated every 14 days the patient's pump would go into overdrive. In one instance the patient's blood pressure was 70/35. The patient experienced dizziness upon standing. It was noted this was the second time this had happened. The healthcare provider offered "a device" that the patient could take home to turn the pump on and off. It was stated the patient had an appointment with his healthcare provider the week of the even and would alert him. The patient was still being titrated up so they had weekly appointments. It was stated the patient thinks the pump is high enough so they don't want anymore increases. It was also mentioned that the patient is in a lot of pain at the pump site. It was confirmed the site does not look infected. The event took place on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.